Manufacturer narrative:
Retrospective report form code: f77772 information was received from a foreign source who is not required to complete form 3500a. The device was received for evaluation. Visual inspection of the returned hb rim impaction adapter confirmed that a small portion of the impaction adapter is fractured off around the connecting feature. It was also noted that there scratches on the outer surface of the adapter. Review of the device history records did not find any deviations or anomalies. This device was used for treatment. The device was manufactured on jan 17, 2011 and therefore has a potential field age of 4 years 10 months. The frequency of use of the device is unknown. A product history search revealed no additional complaints for the related part and lot combination. This is a design issue that has been previously investigated and changes have been made which added radii to a number of sharp corners, intending to minimize stress risers around the connection feature. This lot was manufactured before the design change. The likely cause of the fracture is a previously addressed design issue. This report along with the additional attached summarized events for a total of 89 events are being reported under exemption number e2016007. These mdrs were identified during an internal retrospective review to meet reporting requirements and therefore are being filed retrospectively. - attachment: [attachments.zip]

Event description:
It was reported that a dent was visible on the outer surface of the device during surgery. Surgery was completed with another device.